Manufacturer narrative:
The following field was updated due to corrected information: g.5. Is combination product?: no. The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/15/2021. H.6. Investigation: a device history record review was completed for provided lot number 2106005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four packaged eclipse needle samples were returned for evaluation by our quality engineer team. Through inspection of the samples, no defects could be identified and it was possible to activate the safety mechanisms correctly by following the instructions for use. Based on the investigation results, we are unable to identify an exact cause related to the manufacturing process for this incident. Each lot produced is tested prior to release for final safety shield activation testing. The reported lot number was found to be within specifications. H3 other text : see h.10.

Event description:
It was reported bd eclipse needle smartslip had a safety mechanism failure. The following information was provided by the initial reporter, translated from spanish: "device security was not activated correctly."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd eclipse needle smartslip had a safety mechanism failure. The following information was provided by the initial reporter, translated from spanish: "device security was not activated correctly."